Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys vitamin b12 immunoassay results for an unknown number of patient samples. Data was provided for nine patient samples, of which the results for four patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 241742. The expiration date was requested but was not provided.

Manufacturer narrative:
Droplets were seen coming out of the sippers and droplets of water were seen on the bead mixer while mixing the reagent. The overall qc recovery was found to be unstable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause due to the poor condition of the instrument.